Event description:
It was reported that after a coronary drug eluting stenting treatment procedure a thrombosis occurred. In 2004 the physician implanted a taxus express2 3.0x16 mm drug eluting stent in a mildly calcified, mildly tortuous de novo lesion in the left anterior descending artery (lad). The pt was administered plavix pre and post procedure. The next day while in the hosp, the pt complained of having chest pains. A ccl physician determined the lad to be totally occluded. The taxus express2 drug eluting stent was reopened with a maverick balloon and another taxus stent was implanted. The pt status is reported as satisfactory/good.